Event description:
There was noted to be leaking from the connection point despite all points being securely fastened. There was later found to be a crack in the line at the site of the port. Manufacturer response for nxstage crrt cartridge set, (brand not provided) (per site reporter). A representative from fresenius (now oversee nxstage) came to the biomed department to evaluate the crrt machine and the crrt cartridge set.